Event description:
It was reported that an anterior tear of the capsule was observed during the lens insertion. The iol was successfully placed in the bag. There was no vitreous loss and no reported post-op sequelae. Add'l info has been requested.

Manufacturer narrative:
The lens remains implanted and will therefore not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.